Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4), description: cover edge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having issues walking and underwent an explant procedure due to infection at the ipg and lead site. No other symptom of infection was noted. It was believed that the cause of neurological changes was due to the pressure on the spinal cord secondary to infection. Antibiotics were prescribed. The events were believed not related to the device or procedure.